Manufacturer narrative:
The device was returned for evaluation and the customer's allegation was not confirmed. Updated fieds: h2, h3, h4, h6 and h10. Based on the results of the investigation, the product specifications were met. A review of device history record revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that there was a cut, leaking at the switch cover, chipped glass around the light guide cover, and angulation did not reach the limits while using the camera head. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a cut, leaking at the switch cover, chipped glass around the light guide cover, and angulation did not reach the limits while using the camera head. There were no reports of patient harm.